Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed a piece of hair like material was observed on the inside of the tray. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for opo73 disposable signature dual pump pack lot no. 60106969 showed that there were no related issues or related non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. Although, the complaint was verified and confirmed as reported by the complaint reporter; based on the returned product evaluation there is no indication that the foreign material (hair) is related to the tubing pack manufacturing process. No root cause was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported a hair inside the tubing set tray of a opo73 disposable signature dual pump pack upon opening the package. There was no patient involvement. A visual inspection confirmed the hair inside the tray.